Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was noticed that the robot displayed massive wobble throughout the case at times meant the robot was struggling to get into position. There was an additional five minutes added to the case. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the reported issue could not be confirmed for the satellite station. The attached photos were reviewed, and they did not establish any defects for the satellite station. Furthermore, as per the feedback provided along with the photos, it is stated that the sales representative believes it is at least partly caused the operating table design itself. Additionally, the field service engineer did not find any issues during his visit and testing. The side rail was found loose on customer operating table and was reported to customer. It has been concluded that no defect was found for the satellite station, therefore no root cause either. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.